Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported was returned and evaluated against the complaint. Visual inspection found multiple forms of damage. The barb is roughened such that a short strand of poly protrudes from the liner. Scratches were observed on the outer radius. Heavier gouges and indentations were observed on the sidewall and rim of the liner. The outer radius did not exhibit any signs of coming in contact of foreign objects during impaction. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown, ln unknown. G7 hi-wall e1 liner 40mm h, pn 010000944, ln 6569646. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00198 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liners would not fit into the cup. The surgeon switched to a neutral liner to finish the procedure. This caused a delay of about 20 minutes. No adverse events have been reported as a result of this malfunction. Attempts were made to obtain additional information; however, none was available.